Event description:
Follow-up info noted five sutures used to closed wound. Three removed on post-op visit 05/2001, and the remaining two suture to be removed on next visit. Prognosis: good.

Event description:
Reporter noted corneal burn during procedure. No intervention reported. Patient is recovering well.